Manufacturer narrative:
A service report completed and dated 05/15/2017 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the gemini operating manual. No fault found with the device as manufactured. Device was found to be functioning within dornier specifications. The (B)(6) female patient was hospitalized on (B)(6) 2017, and required a styptic and a blood transfusion. The patient was discharged from the hospital on (B)(6) 2017. This event occured in (B)(6). Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
Patient subcapsular hematoma was reported in (B)(6).